Event description:
Upon opening autoclave #4, 2 staff members became overwhelmed by an obnoxious odor which smelled like formaldehyde. The item being removed from the autoclave was the main (resusable) tubing pack from the phacoemulsification unit. Staff member became flushed, weak, nauseated, trouble focousing eyes, uncoordinated. Staff member removed to fresh air, then taken to the emergency room for observation, treated with oxygen and released. Phacoemulsification unit at facility for eval. Local territory rep. And regional sales manager present. MFR was immediately notified via phone of incident. The tubing cassette body is made of a material known as delrin. This lot# was gamma radiated. The second issue is the "reusable" cassette tubing was not labled or instructions provided on the sterilization parameters or number of uses.